Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Please see update to h10 information was inadvertently missed. The facility's clean, disinfect and sterilize (cds), reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: there was no delay to the start of pre-cleaning, water and air was supplied to the air/water nozzle. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿no¿. The customer flush the air/water nozzle / channel with the detergent. Facility noted no abnormalities on the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was deviated from the instruction manual from the obtained information. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope connecting tube had a scratch. There was no patient harm associated with the event. The device was evaluated, and it was found that the nozzle had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign objects in the nozzle due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover had white-clouded area; due to clogging of nozzle, air supply volume did not meet the standard value; due to clogging of nozzle, water supply volume did not meet the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive around objective lens had white-clouded area; light guide (lg) lens had a crack; adhesive around lg lens was peeled; adhesive around lg lens had white-clouded area; distal end had a dent; connecting tube had a dent; and suction connector was dirty due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.